Event description:
The patient was admitted for bacteremia/endocarditis requiring IV antibiotics 25 days post tavr procedure. Per the admission notes, since his percutaneous valve placement 1 month prior, the patient had been feeling weaker, had significant decrease in his appetite (lost 12 bs in 3 weeks), and had periodic episodes of violent shaking. In addition, he had been having some morning headaches and light headedness that resolved after he sat down for a little while. Based on symptoms and the recent tavr procedure, the patient was admitted and worked up for endocarditis. The patient was being treated with IV antibiotics. Additional information confirmed that the patient was re-admitted to the hospital almost two months post procedure for symptoms of endocarditis. The patient was not compliant with home antibiotic therapy, and was re-admitted for in-hospital antibiotic treatment.

Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards valves as provided to customers. Therefore the probability of endocarditis related to edwards bioprostheses is remote. In this case, the source of the infection was not reported. Despite attempts to obtain additional information, no additional medical records were provided. At this time, there is no documentation to confirm the diagnosis of endocarditis, or relation to the valve or tavr procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards valves as provided to customers. Therefore the probability of endocarditis related to edwards bioprostheses is remote. In this case, the source of the infection was not reported. Despite attempts to obtain additional information, no additional medical records were provided. At this time, there is no documentation to confirm the diagnosis of endocarditis, or relation to the valve or tavr procedure. The re-occurrence of the endocarditis symptoms was attributed to non-compliance with home antibiotic therapy. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient was admitted for bacteremia/endocarditis requiring IV antibiotics 25 days post tavr procedure. Per the admission notes, since his percutaneous valve placement 1 month prior, the patient had been feeling weaker, had significant decrease in his appetite (lost (B)(6) in 3 weeks), and had periodic episodes of violent shaking. In addition, he had been having some morning headaches and light headedness that resolved after he sat down for a little while. Based on symptoms and the recent tavr procedure, the patient was admitted and worked up for endocarditis. The patient was being treated with IV antibiotics. No additional information is available at this time.